Manufacturer narrative:
The hardware investigation is pending. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: unk. (B)(4).

Event description:
It was reported that while a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a carto 3 device, a pacing device malfunction occurred. The physician reported that while attempting to conduct planned pacing, pacing was consistently routed to the wrong channel. The pacing signal was induced into another channel. There was no patient consequence. The physician chose to complete the case. The hardware investigation has begun but it has not been completed at this time.

Manufacturer narrative:
Evaluation summary. Manufacturer's reference # (B)(4). It was reported that while a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a carto 3 device, a pacing device malfunction occurred. The investigational analysis has been completed. Field service engineer arrived at the hospital and replaced patient interface unit, location pad and power unit. The system was tested and found ready for use. The replaced parts were sent to device manufacturer and confirmed the complaint. Defective optoswitch on electrocardiogram card caused the pacing problem. The system was sent to subcontractor for repair and upgrade. The location pad and power unit found operable. An internal corrective action has been opened to investigate "opto switches" issue. DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.